Event description:
A pt's spasticity was noted as being "very high" since he had his pump implant. The pt's tone was further noted as being "bad". It was indicated that the physician was not planning to perform "another dye study test". It was later reported that the catheter was replaced on (B)(6) 2008. Drug delivered via the device was lioresal.

Event description:
Additional information: a physician reduced the patient's medication; and the patient was able to walk for 4 days but not well since. As of (B)(4) 2011, the patient's spasticity was "back in full force". The reporter stated the hcp changed the drug concentration from 2000 mcg/ml to 500 mcg/ml and the patient was given oral baclofen. The patient believed the pump "has not worked properly since a generic brand of oral baclofen was put in". The patient was working with the hcp to have the pump replaced.

Event description:
It was later reported that the patient was "losing motor function"; therapy was not working as expected. The patient doesn't think it was because of his pump or catheter. The patient believed that he was not getting adequate control of his spasticity as he once was. The health care provider ''would not do a catheter study.'' The patient was scheduled to see the neurosurgeon to discuss replacing his pump as it was getting closer to end of life. As of (B)(6) 2011, the patient ''was not in distress, just uncomfortable from excess tone.'' He also noted that a toe was sore. At the time of this report, the pump contained lioresal 2000 mcg/ml; dose was believed to be ''approx 197 mcg/day.''

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).